Manufacturer narrative:
An event of device migration on the pv ridge side was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported device migration could not be conclusively determined. There was no allegation or malfuntion on abbott device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet occluder was implanted using close criteria. On the 90 day follow-up tee, the device shifted on the pv ridge side. It was noted to be stable and no intervention was needed. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is doing well.